Event description:
Patient transferred to ICU, and during turnover clean up, scrub person noted that there are fluid underneath the plastic drape on the solution warmer. The sheet was then inspected for visible hole but not visible.